Event description:
It was reported to technical services on 10/31 /12 that this ra lead was found to have noise on stored egms. 2 events stored, 9/21, 8/19. Noise caused atr episode switches. Looks like emi. Nothing showing up on rv, but some on shock. Doesn't recall being around emi sources on those two days. No commonality in terms of time. 384 atrial lead impedance now. Discussed with dr. Johnson @ winterhaven, plan: monitor until next check. Since it happened only twice and not on rv or shock - will just monitor. No patient adverse events. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)